Manufacturer narrative:
A temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the event(s) of swelling (fluid overload) and redness which requires antibiotic therapy. The etiology for the swelling and redness is unknown. However, it is likely the event(s) are related to the patient¿s non-compliance as reported by the pdrn on (B)(6) 2018. Non-compliance to peritoneal dialysis therapy is a major factor when looking at outcomes. There is no documentation or indication that any fresenius device(s) caused or contributed to a serious adverse patient outcome. The product investigation is currently pending at the time of this investigation. Additionally, there is no evidence of a machine malfunction or failing to perform as expected. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up of a liberty select cycler alarm the peritoneal dialysis patient called reported taking antibiotics. Follow up with the patient¿s peritoneal dialysis nurse indicates that patient has experienced leg swelling and redness for 3 weeks. The pdrn stated the patient continues to be treated with antibiotics (drug, dosage, duration, frequency or route unknown) and showing symptom improvement, however once the antibiotics are discontinued the symptoms return. The liberty select was replaced.

Manufacturer narrative:
The reported symptom power fail recovery failed was not confirmed. The reported symptom motor pump a was not confirmed. The reported symptom no allegation of product deficiency was not confirmed. The system air leak passed. The voltage check passed. The load cell value and verification was within tolerance. A visual inspection of the returned cycler exterior showed no sign of physical damage. There was no presence of visible liquid or evidence of past fluid within cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event.